Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: the delivered boluses were calculated for (B)(6) 2016. The delivered boluses on each day match the total daily dose (tdd) bolus history. A 10 unit audio and a 10 unit normal bolus were successfully performed on the pump; both were accurately recorded in the bolus history. The bolus tdd history correctly reflected 20.0 units. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate; at the end of testing the basal history correctly reflected 2.0u and the tdd showed 48.0u. No errors, alarms or warnings occurred during testing. The tdd added up correctly and reflected the users programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. The reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, the programmed bolus totals did not match the bolus totals in history. Reportedly, there was >5% difference. The patient reportedly experienced a blood glucose (bg) value over 600mg/dl with large ketones with symptoms of sweating, extreme thirst, excess urination, extreme drowsiness and blurred vision. There was no indication of medical intervention. Animas customer technical support (cts) reportedly reviewed the pump with the patient and troubleshooting revealed the following: the basal delivery totals in the total daily dose reportedly matched the active basal program total. The basal history reportedly matched the active basal program settings. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due to a history settings issue with the device.